Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level as high as 400 mg/dl with ketones. Reportedly, the customer was hospitalized on (B)(6) 2017 and the customer's healthcare provider stated that the pump was not functioning. The customer delivered a bolus via the pump to correct the bg level and the customer reported that the bg level lowered to 100 mg/dl due to overcorrecting the elevated bg level. The customer ate cereal to address the 100 mg/dl level. While hospitalized, the customer's bg level was addressed with intravenous fluids and a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
Device code and conclusions code (in addition to the initial codes) the t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.